Event description:
Teh or team used the endopath dilating tip trocar to enter the peritoneal cavity - the pt had bleeding from the site - it was discovered that the red shiled reset button was engaged. The or team noticed this when they withdrew the trocare / company's team never actively manually release the red shield reset button.